Event description:
Patient needed to be shocked out of fibrillation. Paddles were placed on patient's chest. No other part of nurse's body was touching bed or patient. Nurse felt shock in left hand and sensation up left arm. Was light headed for few seconds only. Staff injury only.